Manufacturer narrative:
(B)(4). Pentax model ed34-i10t2 is not sold in the USA. (B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report on (B)(6) 2018 which occurred in the emea during a procedure. The reported complaint noted that when the pentax medical duodenoscope, model ed34-i10t2, serial number (B)(4) was removed from the patient, the pentax medical disposable elevator cap(dec) model oe-a63, lot number 0011058, was missing and still in the patient's esophagus. The broken portion remained in the patient as it could not be removed safely without any injury of the patient. No patient injury was reported. No additional details or patient information was provided. Pictures, additional details, and return of the defective part for evaluation were requested. The pentax medical video duodenoscope model ed34-i10t2, serial number (B)(4) arrived at the manufacturer in (B)(4) on (B)(6) 2018 for evaluation. The investigation was completed and approved on (B)(6) 2018. Based on the physical evaluation and reproducibility testing performed on the returned video duodenoscope(serial number (B)(4)) and several lots of oe-a63 (lot numbers 0011058(same lot as complained cap), 0011037, and 0011088) by the manufacturer they concluded that the cause of the detached disposable elevator cap was not likely to be a defective lot but rather the incorrect or incomplete installation of the disposable elevator cap by the user, or potentially the user pulling of the duodenoscope with the disposable elevator cap properly attached but with the elevator in the up position. Since the root cause of the event is likely a deviation from the procedure described in the instructions for use(IFU), the manufacturer has proposed revisions to the IFU to ensure the distal tip is clean before securing the disposable cap as well as additional details regarding the installation of the disposable elevator cap.

Manufacturer narrative:
H6 continued: event problem and evaluation codes: method codes: 4114 device not returned. D4. The primary model number and serial numbers were changed from the pentax medical video duodenoscope (model ed34-i10t2, serial number (B)(6)) to the sterile distal end cap (model oe-a63, lot number 0011058) to properly reference the primary complaint device.